Manufacturer narrative:
Image analysis one still image was returned for analysis. The fluoroscopic image available shows two stents implanted in the right subclavian artery. One longer stent in the proximal segment with a shorter stent implanted distal to the stent flanking the entrance to the branch artery. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure involving the right subclavian artery, a labeling/packaging issue occurred with the stent px b35-06-12-080 visi pro 035. The nurse opened a box labeled for a 6x17 stent, but once the stent was in the patient, it was realized that the stent was 6x12. The sterile packaging was intact. The 6x17 box had been previously opened. Despite the discrepancy, the physician decided to place the 6x12 stent as it was deemed adequate, although a 6x17 was preferred. The lesion was fibrous with minimal tortuosity and calcification, 75%+ stenosis, 10mm in length, and the artery diameter was 6mm. A 6fr non-medtronic sheath and a 035 non-medtronic guidewire were used. The vessel was post-dilated using the balloon on the visipro being reported. The procedure was completed with the shorter stent as the physician felt it was sufficient. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.